Event description:
This report is pt 1 of 3: health professional reports. Two consecutive protime system inr 0.8. Unspecified lab system within pt therapeutic range. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval/investigation currently in process.